Event description:
The patient reported that the up arrow and down arrow keypad buttons and the audio bolus button have been intermittently unresponsive for (B)(6). He noted that the buttons do not stick, and still spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that he wears the pump in his pocket.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.